Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer also reported a blood glucose (bg) level was 43 mg/dl, cause unknown. Multiple attempts were made by tandem technical support to follow up with customer on the reported issue; however no response was received.